Manufacturer narrative:
Product code (d2b) - additional product code qon. Pre-market / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported the patient with this neurostimulator experienced a urinary tract infection (uti). The patient was advised by the clinical specialist to follow up with their primary care physician and avoid any changes to therapy settings until that time. No further details or patient complications were reported.

Event description:
It was reported the patient with this neurostimulator experienced a urinary tract infection (uti). The patient was advised by the clinical specialist to follow up with their primary care physician and avoid any changes to therapy settings until that time. No further details or patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.